Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength = 2360 g/m.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2022 and barbed suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. There were no patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 4/28/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: visual analysis of the returned product revealed that one empty opened foil, an empty winding former, and a needle-suture product code sxpp1a400 were received to ethicon inc for evaluation. Upon visual inspection of the returned sample, the suture was to be damaged at the surface, and body fluids and the barbs were to be damaged at the tips. In addition, the end was observed broken. After further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument. The product code sxpp1a400 contains absorbable suture, as the sample was received open, the time of exposure to the environment could not be determined and a functional test cannot be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.